Event description:
It was reported a patient's atrial lead presented with failure to capture and failure to sense due to dislodgement from twiddlers syndrome. The lead was explanted and replaced in a procedure on 8 may 2023. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events were failure to capture, failure to sense and lead dislodgement due to twiddlers¿ syndrome. The reported event of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. After cleaning and by applying torque to the connector pin, the helix could be fully extended and retracted and measured helix extension length was within specification. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.